Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not been receiving stimulation for a couple of days. The patient was unable to communicate her ipg with the charger or programmer. The patient reported the ipg felt loose in the pocket due to her weight loss and possibly had flipped over. The patient was able to flip the ipg over herself and the charger and programmer was able to communicate with the ipg. The patient is now receiving effective stimulation. Surgical intervention may be pending to address this issue.